Manufacturer narrative:
A ge service representative performed an on site investigation. The communications and analog interface printer circuit boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error message, thereby, failing to boot up. No report of patient injury.